Event description:
It was reported, the patient¿s device stopped working a year and a half prior to report. It was noted, the patient had their device for interstitial cystitis and the leads had quit working. It was stated, the patient felt something ¿like bees biting me¿ and their lead had moved and was right under the skin. Reportedly, the patient had an appointment four months prior to report and their healthcare provider told them their leads still were not working. It was stated, the patient started having a shocking or jolting sensation down their leg, "like a vibrating cell phone,¿ two months prior to report. It was noted, the patient also had tenderness and pain.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v304318, implanted: 2009 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) hadn't been working in about a year. Some of the leads hadn't been working, so a year ago, the patient turned off stimulation. Two days prior to the report, the patient felt stimulation and jolts from the device. The patient checked her ins with the patient programmer and showed off and 0.00volts. The patient denied any falls or trauma associated with the event.